Event description:
Information was received from a healthcare provider (hcp) who reported during a post operative CT scan it was identified the lead got pulled out a little bit. The surgeon decided to replace the lead during the stage 2 procedure.

Manufacturer narrative:
Section d10 references: product ID b3300542m lot# serial#(B)(6). Implanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #:(B)(6), ubd: 03-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.